Event description:
The pt reportedly experienced pain and sound perception problems, followed by no lock between external equipment and the implant. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2005, the pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant the ci device.